Event description:
This ra lead was implanted on (B)(6) 1988 and was capped on (B)(6) 2018 due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).